Event description:
See attached user facility medwatch.

Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing documentation could not be completed as the correct lot number was not provided. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts are being made to retrieve the device and the correct lot number. To date no device or additional information has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.